Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had noise episodes and low pacing lead impedances. The noise episodes resulted in inappropriate therapy by the device. The device, rv, and ra leads were explanted and replaced and the patient was stable. Related manufacturer report numbers: 2938836-2017-31789, 2017865-2017-31903.

Manufacturer narrative:
No conclusion code available. The device was returned from the field and was evaluated. Pacing and high voltage lead impedance was tested on the bench and was normal. The sensing anomaly and impedance anomaly observed in the field was not reproducible. The cause of the field event was undetermined.